Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is unknown. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that on (B)(6) 2013, a physician performed an uneventful novasure endometrial ablation. The patient was discharged home. The day after the procedure, the patient had a fever of "101 degree fahrenheit, no cramping and normal discharge." The physician then performed a "pelvic exam and a sonogram and everything appeared to be normal [but] blood showed elevated white blood cells." The physician administered antibiotics and the patient was discharged home. Later that night, the patient's fever increased to 102.9 degree fahrenheit. The physician then "administered im [intramuscular] and po [by mouth] antibiotics and the patient's fever dropped the following day [(B)(6) 2013] and the patient was asymptomatic without further complications." The physician is treating the patient with "empiric antibiotic therapy over the next 7 days."